Manufacturer narrative:
Event date estimated based off of procedure date and event occurring approximately 6 weeks later.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31 mm watchman flx laa closure device was implanted. At the 6-week follow-up, a thrombus was identified on top of the closure device via transesophageal echocardiogram. The patient's medication was switched from dual antiplatelet therapy to novel oral anticoagulation.